Manufacturer narrative:
Evaluation summary: the analysis confirmed that the lcs16 device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a lap nissen procedure, the instrument failed to function. Troubleshooting occurred, but the device still did not function. Another instrument was opened and functioned normally. No patient consequence.